Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced no external power events while supported on the mobile power unit on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
Device history record review (labeling) statement: heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.

Manufacturer narrative:
Manufacturer's analysis conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 10 days (20may2020 ¿ 30may2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6)2020 at 23:02 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc values steadily decreased. The alarm resolved when power was restored to the system within approximately 10 seconds. No other notable events regarding the mpu were observed. The mpu was not returned for analysis. Questions regarding the mpu and the cause of the event were asked multiple times and no responses were received. The root cause of the observed loss of ac power within the log file was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.